Event description:
It was reported that a patient was scheduled for a unilateral nephrostomy tube exchange in the right kidney on (B)(6) 2022. The nephrostomy tube was functioning normally without any leak. A cook ultrathane mac-loc locking loop multipurpose drainage catheter was placed in the patient during the exchange. The patient was scheduled to return in three months. Approximately three hours after the exchange, the patient called the physician's office and indicated that the nephrostomy tube was leaking, causing him to change his clothes numerous times. The patient returned to the department and a leak within the hub of the ultrathane mac-loc locking loop multipurpose drainage catheter was discovered. The ultrathane mac-loc locking loop multipurpose drainage catheter was removed and replaced with a "fresh tube."

Manufacturer narrative:
Initial reporter name and address: (B)(6) hospital, (B)(6), postal code: (B)(6), phone; (B)(6). Initial reporter occupation: interventional & fluoroscopy lead, imaging. PMA/510k: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. It was reported by a representative of national healthcare system (nhs) supply chain (united kingdom) that on 21sep2022 an ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult10.2-38-25-p-6s-clm-rh; lot#: 14751449) leaked. The device was required for a three-month-routine unilateral nephrostomy exchange and was placed in the right kidney. The procedure was completed uneventfully, and the patient was scheduled for exchange in another 3 months. However, about three hours after the patient left the facility, he reported urine leakage, which required him to change his clothes numerous times. The patient returned to the facility that day, and the user noted a crack and urine leakage from the mac-loc hub. As a result, an additional procedure was performed to remove and replace the catheter. No other adverse effects were reported for this incident. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 14751449 had one relevant recorded nonconformance for "fitting damage". These devices were scrapped prior to further processing. A further search of our database records revealed this complaint to be the only reported complaint associated with the complaint lot number. The mac-loc subassembly lot sa14000795 had zero recorded nonconformances. Cook reviewed the product labeling for the complaint device. The instructions for use (IFU) [ t_multi_rev5, multipurpose drainage catheter] states the following. How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the dmr, DHR, and IFU, there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in the house or in the field. Based on the information provided, no returned device, and the results of the investigation, cook medical has concluded the root cause category would fall under cause traced to component failure, being defined as component failure without any design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.